Event description:
Customer reported an iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the error. System operates as intended.